Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Field service engineer (fse) talked to customer via phone, no known scope issues were reported. The procedure was completed without any issues. A trend of the same scope errors at this particular hospital could be related to a sterile processing department problem. No field service action was required. A review of the site's system logs for the reported procedure date was conducted. Investigation confirmed the recoverable fault that was produced. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon encountered bleeding and required intervention. Throughout the procedure the 0 degree endoscope camera was producing an error code, which resulted as a recoverable fault. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.